Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 759 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.